Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval confirmed that the following keys are inoperable: ( . ), #2, #4, #5, #6, #7, #8 and #9 key caused by a failed keypad. When attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys are pressed an automatic output of the #3 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 13 will be displayed, alphabetically: when the "abc" key is pressed, ag will be displayed interfering will mdl drug searching opportunities). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate the reported event.

Event description:
It was reported that a keypad was not responding. It was also reported that there was no pt involvement.